Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. At an unknown time, the patient had a blood glucose result of 28 mmol/l. The patient went to the hospital. At the hospital the patient was treated with insulin pen therapy and water to bring her blood glucose levels down. The blood glucose results obtained on the hospital's meter were not provided. The patient was hospitalized for 2 hours. The infusion device was requested to be returned for product evaluation.